Event description:
Customer states: during use on a patient, a nurse confirmed smoke came out and it reached to the blanket after a minute since the device was turned on. No patient harm reported.

Manufacturer narrative:
Manufacturer date is unknown, this is old spartan unit at least 10 to 15 years old. The warmtouch 5200 patient warmer has been discontinued and being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.